Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained vf were observed due to myopotential oversensing during routine follow-up in clinic. Patient was presyncopal. Noise was reproduced with coughing. Programming changes were made. Patient had no complaints during the evaluation or after reprogramming.